Event description:
There was a complaint of questionable elecsys cea assay results for 1 patient tested with a cobas e411 rack. The questionable results were not reported outside the laboratory. The patient¿s initial result was 65.85 ng/ml accompanied by a data flag; the first repeat was < 0.200 ng/ml accompanied by a data flag, and the second repeat was 68.49 ng/ml accompanied by a data flag. The lot number of the elecsys cea assay used was 533421 and the expiration date was requested, but not provided.

Manufacturer narrative:
The qc met the acceptance criteria. There was no indication of a reagent performance issue. The field service engineer (fse) found the sample/reagent probe touched the reagent disk lid. The fse readjusted the probe, ran control measurements, and verified there was no problem with the operation of the device. No further issues were reported. The event is considered solved by the fse¿s actions.